Event description:
The customer stated that she was hospitalised due to hyperglycemia. The blood glucose reading reported was 27 mmol/l. Troubleshooting was performed, the insulin pump passed the high pressure and self tests. The customer stated that she was feeling ill the week of the event as well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been retuned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.